Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up appointment this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms. Surgical intervention was performed and a loose connection was identified. The ra lead was reconnected to the device and the impedances returned to normal limits. No additional adverse patient effects were reported.